Event description:
It was reported that the customer was concerning an event while using a bard product foley tray. The lot number was unknown. No harm to the patient had been reported. The event date was 25oct2023. They had one each of the defective sample available to return for analysis. The clinicians describe the complaint, foley catheter in patient, while caring for patient foley had come out and noted that the balloon was popped/not intact. New foley catheter had to be placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "pinhole in balloon or cuff". The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open the product using standard hospital technique for handling sterile product. 2. The catheter may be lubricated with standard water soluble lubricant, to facilitate insertion. 3. Insert the catheter following preferred aseptic technique. 4. Once the catheter is correctly seated in the bladder, inflate the catheter with 1.5 ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction- h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the customer was concerning an event while using a bard product foley tray. The lot number was unknown. No harm to the patient had been reported. The event date was (B)(6) 2023. They had one each of the defective sample available to return for analysis. The clinicians describe the complaint, foley catheter in patient, while caring for patient foley had come out and noted that the balloon was popped/not intact. New foley catheter had to be placed.